Event description:
The doctor found that the lag screw and anti-rotation screw protruded the joint surface of left femoral head.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The lelocle facility reviewed the device history records and found no manufacturing deviations or anomalies. The cause cannot be determined without the pre and post-op x-rays. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.